Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-10532. It was reported that a during an implant procedure, the implantable cardioverter defibrillator and right atrial lead exhibited high pacing impedance. The products were not used and replaced to complete the procedure. No patient consequences were reported.